Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that there was oversensing of noise on the right atrial (ra) channel. The noise was able to be reproduced with isometrics. It was noted that the lead polarity had been programmed to a split configuration in the past. The medical personnel noted the patient was having their device interrogated at a clinic in a different state then where they live. The medical personnel further noted that there has been a change in the patient's condition as there was no intrinsic activity down to 35 beats per minute and was not pacemaker dependent in both chambers. Boston scientific technical services (ts) suggested testing the ra lead in bipolar configuration. Both te field representative from the state where the patient was seen and the field representative from the patient's home state, where they have their following physician's office, were unable to obtain any further information. The pacemaker and ra lead remain in service and no adverse patient effects were reported.